Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected greater than 2000 ohms impedances on this left ventricular lead. The device was explanted for normal battery depletion and the lead was surgically abandoned. No adverse patient effects were reported.